Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had pressure on unit is inaccurate. Pressure waves aren't always feasible. There was no patient involvement reported. Sys98xt upgraded to cs300.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) had pressure on unit is inaccurate. Pressure waves aren't always feasible. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, d1, d4 (model, catalog). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to duplicate the reported issue. Performed complete functional check of the unit. Product passed all functional and safety tests per manufacturer specifications. Fields d1, d4 of the emdr is for original iabp system 98; however this iabp was upgraded to a cs300 intra-aortic balloon pump, english, 110v catalog#0998-00-3023-68 UDI#(B)(4) which was reported by the customer.